Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose and wasn't sure if issues with the infusion set, reservoir, or her. Her blood glucose was 400 mg/dl for the last couple of days. Troubleshooting was partially performed and no anomaly was noted. Customer didn't have tubing clamp to perform high pressure test. She was advised one will be sent and to call back to perform high pressure test. The device is not returning for analysis.